Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air. Tandem technical supported educated the customer to remove residual air. Customer continued to use the cartridge. There was no adverse impact to customer¿s blood glucose level.